Event description:
It was reported that the set screw was not working "well." The lead would not screw in properly to the device. The device was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; grommet damage was observed and grommet material was found in the setscrew socket.